Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an episode of atrial fibrillation (af) with rapid ventricular response (rvr) in which noise occurred on the wavelet resulting in the patient¿s implantable cardioverter defibrillator (ICD) delivering inappropriate therapy. The patient¿s right ventricular (rv) lead was explanted and replaced, and the ICD was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.